Event description:
During a right ventricular outflow tract (rvot) ablation procedure using a tacticath quartz ablation catheter, a cardiac tamponade occurred. The tacticath quartz ablation catheter was used for mapping in the right atrium and rvot. During exploration of the rvot near the pulmonary valve, the patient became hypotensive and a transesophageal echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. The patient remained stable and no further intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.